Event description:
On (B)(6): inratio 0.9. On (b)6): inratio 1.5. Discrepant result, one pt self tester; inratio 1.5; unidentified poc lab meter 3.0 immediately after. Pt not certain of range. Said 2 or better.

Manufacturer narrative:
Investigation pending.